Event description:
It was reported that the surgeon is an accolade user and is familiar with our instruments and implants. Today there was a discrepancy with the broach and implant. The broach was seated in the proximal femur down to the osteotomy level. When implanting, the prosthesis rotated into anteversion. The prosthesis was taken out. Surgeon re-broached and implanted another prosthesis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.